Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a calibration error. He stated that his blood glucose was not transferring over to his insulin pump. The customer's blood glucose was 22 mg/dl. He was advised that the insulin pump would not update the sensor reading if the blood glucose was under 40 mg/dl. The customer treated his low blood glucose with food. No add'l info provided.